Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had an inoperative safety slide clamp. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and functional testing were performed. During testing it was identified that the slide clamp was inoperative. The cause of the malfunction is unknown. The slide clamp assembly was replaced; the pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.